Event description:
During a procedure, the probe tip of the subject device broke after three times uses. There was no pt harm reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation for eval. The eval photo confirmed that the probe tip was broken off and the broken piece of the probe was returned. The manufacturing history was reviewed, with no irregularities noted. As the same cases with similar device, it is known that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked. Also, it is known that the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp subject such as a scalpel and as a result the probe cracked. The physician observed some irregularity, such as an abnormal noise or error display, and withdraws the subject device as directed. Consequently, the physician continued to use the cracked device and the probe tip broke off. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found or the probe is broken. This report is being submitted as a medical device report in an abundance of caution.